Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had an air leak. The device was not being used during surgery. It is unk if injury or medial intervention occurred. There was no additional info provided.